Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm during priming. The customer¿s blood glucose was unknown. Customer states the insulin pump did not alarm no delivery. Customer states they are able to troubleshoot for a potential reservoir and infusion set issue. Customer states insulin exited the tubing. The device will not be returned for analysis.